Event description:
This emdr is being submitted for an unknown number quantity. Refrence number (B)(4). Event occured in canada. It was reported that the patient experienced recurrent infusion site infections, with two sites affected, along with pain, redness, and warmth, worsening over two weeks. The patient had been treated with antibiotics earlier in the course; further treatment and management were advised by healthcare providers. No further information is available.

Manufacturer narrative:
Initial and final (B)(4) - device 1 of 2. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.